Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# l78413, implanted: (B)(6) 2000, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine sulfate (40.0 mg/ml, 5.992 mg/day), fentanyl (1,000.0 mcg/ml, 149.8 mcg/day), bupivacaine (5.0 mg/ml, 0.7490 mg/day), and compounded baclofen (100.0 mcg/ml, 14.98 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported that diagnostics of examination/palpation revealed the pump was loose in the pocket on (B)(6)2014; the pump was free floating in the pocket on (B)(6) 2015; and the pump was mobile in the pocket on (B)(6) 2015. The etiology was possibly related to the device or therapy; possibly related to the implant procedure. The patient had no signs or symptoms. The severity was mild. The event was ongoing with no further action needed; no action was taken.